Event description:
It was reported by the cardiovascular nurse practitioner following a heart catheterization and left anterior descending artery (lad) procedure, an angio-seal was deployed in the right femoral artery. The pt had the procedure to evaluate chest pain. Four days later, the pt experienced chest pain again and the pt rec'd another angiogram via the right femoral artery. The physician used a perclose to seal the artery at the completion of the procedure. One week later, the pt experienced a hematoma, a painful groin, and fevers. Cultures revealed a mrsa infection in the groin. The pt has rec'd IV antibiotics, type and dose unknown. The patient developed septic emboli in the right lower extremity. The pt was transferred to another hospital for continued treatment at the request of the nurse practitioner, the pt's cousin. Vascular surgeons and infection specialists have consulted. A cta scan done yesterday revealed a 3mm pseudoaneurysm. The patient was placed on IV antibiotic therapy, type and dose unknown, for treatment.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the information received, the cause for the infection remains unknown. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal patient information guide instructs the pt to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a band-aid and changed daily or if it becomes wet, until the skin heals. The patient is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site.